Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization in the right colic branch using a ruby coil lp, a lp detachment handle (handle), a non-penumbra microcatheter, and a double angle glide wire. During the procedure, the physician advanced a ruby coil lp using the microcatheter into the target vessel and attempted to detach the coil using the handle; however, the ruby coil lp failed to detach. The physician attempted to manually detach the ruby coil lp without success. It was reported that the ruby coil lp pusher assembly kinked in multiple locations and was eventually cut with scissors; however, the coil still did not detach. The physician attempted to retract the ruby coil lp, but the coil unintentionally detached within the microcatheter. Saline was then used to push the ruby coil lp into the target vessel. The procedure was completed at this point. There was no report of an adverse effect to the patient.